Event description:
Facility alleged employee was transferring resident in room from bed to chair with the assist of 2 other staff members. They allege the lift malfunctioned half way thru the transfer. Emergency control stop button did not release the arm. Staff had to manually pull and push the resident safely over the bed then lift resident while in the sling to un hook the sling. Employee alleged to be struck in the center of the forehead by the arm of the lift when moving resident. Red area noted skin intact.